Event description:
It was reported that during a sigmoidectomy procedure, the insulation part of the jaw came off and the device did not open or close. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.